Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, crossing difficulties and stent damage occurred. The 90% stenosed target lesion being treated was located in the severely tortuous and calcified distal right coronary artery (rca). The physician used a parallel wire technique, predilated the lesion with an apex 2.0 x 12 mm and inflated it for 10 seconds at 14 atms twice. The 2.75 x 28 mm taxus liberte stent was advanced to the lesion and was unable to cross because the tip of the device seemed to have stuck to the lesion. Balloon inflation was performed for 30 seconds at 16 atms with an unknown balloon twice, but the device was still unable to cross the lesion. After the device was removed, it was noticed that the stent got flared. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient's condition listed as "good".